Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient stated the implantable neurostimulator (ins) was poking out and felt like it was about to come out, but noted the implant had not actually ruptured the skin. They had started moving around more applying for jobs and noticed the ins felt pushed. The patient mentioned having a post-op with their healthcare provider (hcp) in the near future and would contact them about this issue. When asked if they would consider this a sudden or gradual change in therapy/symptoms, the patient did not confirm and stated "they might be on day two".

Event description:
Additional information received from patient reported that they fell on saturday. They noticed that the ins was poking out and causing dull pain prior to fall but worsened after fall. They experienced a loss of therapy and return of symptom. They did not feel stim. Patient stated they had not messed with the setting since the fall. Patient reported fall could be related to the issue. It was indicated that patient did not have patient programmer (pp) with them to troubleshoot during the call. Patient also reported that the ins was poking out since implant. The ins was moving around since they first got it but they just got used to it. About two weeks later, patient further reported that they recently moved and would like a new healthcare provider (hcp) based on their current location.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.